Event description:
It was reported that during a laparoscopic appendectomy procedure, it was found that the outer seal was not set properly. Although it intended to be set by the doctor, it was not set properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Was the seal separated?---yes, it was separated from the sleeve. Was the seal torn or damaged? ---no. Was there leaking? ---no. The analysis results found that the was received with the reset button disarmed and in good condition. The device was functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.